Event description:
It was reported that when using the bd pyxis¿ medbank tower interface was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was not working. A technical support specialist found a queue of messages caused by certain editor options being set for too long. The specialist updated the editor settings and created new folders. User was informed that data would need to be pushed again from their side to ensure all information was processed correctly. The system functioned as intended after the technical support specialist troubleshot the device.